Event description:
New information received notes that the right ventricular (rv) lead exhibited another occurrence of noise and was capped and replaced on (B)(6) 2021. No over-sensing was reported for the new occurrence of rv lead noise. No additional patient consequences were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high ventricular rate (hvr) episodes due to lead noise oversensing were observed. Subclavian crush or lead-to-can abrasion was suspected. The physician was informed. No further action was made. The patient was stable and being monitored.